Event description:
Female swimmer with shoulder pain had slap procedure done in 2005. In 2006 underwent second surgery related to failure of hardware from previous surgery. Physician describes anchor "backout" in operative report. Dr met with MFR in 11/06.